Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, the customer reported complaint was confirmed. The fse reviewed the system logs and reproduced error 40068 identifying a defective auxiliary video processor (avp). The fse informed the customer. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed an error 45310. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to press "recover fault" and power cycle the system. The customer stated that the problem was resolved. However, later that day the customer called in to state that the issue remained after the procedure. The customer had already replaced the endoscope, but the issue persisted. The procedure was completed with no reported injury.